Event description:
One touch ultra meter would not power on. The patient reported that they had been feeling constantly tired; however, no attempt was made at testing their blood glucose level. The last result obtained on the reported meter was 147 mg/dl four days prior to calling lfs. They visited their physician's office and a result of 552 mg/dl was obtained on an unknown meter. No treatment was received. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention due to the meter. No attempt was made to test their blood glucose level during the time of concern. The patient replaced the battery and the meter would still not power on. The meter, test strips, and control solution were replaced.